Event description:
Litigation papers allege that the bilateral patient suffered from hip pain, back and groin pain, inability to stand for long periods of time, difficulty walking, walked with a limp, blurriness and vision problems and was injured by excessive levels of chromium and cobalt in her blood. She had a collection of fluids in her left hip joint which, along with her constant pain and elevated ion levels, led to revision surgery of the left hip. ((B)(4) 2012) - patient fact sheet was received. The part/lot numbers have been updated. (B)(4) 2013 - patient's revision operative records for the left hip were received. Records indicate upon revision atypical local tissue reaction, a small pseudotumor, a large greenish brown bursa, a large dome cyst, and corrosion were all found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the stem/sleeve product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. It should be noted that the reported corrosion was said to have been wiped off in surgery. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.